Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the front response button was non-functional. The cause for the failure was a crushed response button dome. The root cause for the damaged dome could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.